Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-16033, 16034. It was reported, one of the pt's leads (for off-label use) was repositioned on (B)(6) 2012, due to the pt not receiving adequate coverage. Repositioning the lead resolved the pt's issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.